Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 32mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, the patient had 2 seizures and was treated with midazolam. The cause is unknown. On (B)(6) 2022, increased creatinine levels were noted and the patient was treated with torasemid. Increased creatine levels is a pre-existing condition and was worsened due the procedure. On (B)(6) 2021, the patient was experiencing delirious symptoms and was treated with haloperidol however, the cause is unknown. There were no complications noted during the implant procedure. The patient was reported to be in stable condition. Crd_985 - arb pmcf; de4019-173; r651211401, r651213701, r651213101.

Manufacturer narrative:
An event of two seizures and the worsening of already elevated creatine levels following the implantation of a semi-rigid annuloplasty ring was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.